Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device-6 months. The patient remains ongoing on vad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented with a scant amount of drainage from the driveline on (B)(6) 2017, but driveline was pulled taut and secured. The patient was advised to loosen the slack in the line before anchoring and to change the dressing daily to see if that helped. On (B)(6) 2017, the patient returned for a driveline check and was observed to have a moderate amount of thick, tan drainage. Cultures were taken and the patient was started on keflex. On (B)(6) 2017, the culture came back (B)(6) and the patient¿s antibiotic was changed to doxycycline (2 week course). By (B)(6) 2017, the driveline had significantly improved. As of (B)(6) 2018, the patient continued to have a small amount of yellow drainage, but was not taking any antibiotics. No additional information was provided.

Event description:
Additional information: it was reported that the patient was seen in clinic for a six month follow-up visit on (B)(6) 2017. The driveline was anchored using foley anchor but it was pulled very taut and there was scant amount of brown/red drainage. The patient was shown how to make less taut and was told to increase dressing changes twice a day. The patient was scheduled to return on (B)(6) 2017 for a second examination. At repeat visit, there was a moderate amount of thick tan drainage that was cultured on (B)(6) 2018; this grew gram pos cocci. Therefore, keflex 500 mg four times a day for 14 days was ordered. On (B)(6) 2017, culture was completed and showed (B)(6). The patient¿s antibiotic was changed to cosycycline 100 mg twice a day for 14 days and change dressing daily. The patient was seen in surgery clinic on (B)(6) 2017 and white blood cells count (wbcs) were 4.7. The site was no longer draining and antibiotic had been completed. The patient was told to continue daily dressing changes. The patient continued to do well without recurrence or additional antibiotic until (B)(6). During a return clinic visit, it was observed that the driveline again pulled taut with small amount of yellow drainage. Again, dressings were changed to twice a day. The patient returned to the clinic for a check on (B)(6) 2018. There was a moderate amount of thickening serous and drainage with some bloody streaks, probably from a granuloma at the exit site. Per surgery consult, the patient was again given doxycycline 100 mg twice a day for 14 days. Cultures were not taken but it is likely an (B)(6)since the patient has not had any surgery to remove the infection. On (B)(6) 2018, dressing was changed twice a day using baby soap and peroxide instead of hibaclens from and dressing kit. On (B)(6) 2018, there was just a small amount of drainage. The patient is to continue twice a day dressing changes, but no antibiotic at this time. Wbcs and temperature were within normal limits, but site was still with slight drainage.